Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was placed in the left atrium over a protrack wire. Aspiration and flushing were performed without issue. A mapping catheter was inserted into the faradrive sheath, aspiration and flushing was conducted, and mapping was performed successfully. The mapping catheter was removed from the faradrive sheath. A farawave catheter was inserted into the faradrive sheath just beyond the rotating collar of the sheath. Aspiration was performed, however, continuous air bubbles appeared without resolve. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed that no outer abnormalities were noted. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to heavily leak from the stopcock and a slow drip from the handle cap was noted. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection of the stopcock identified cracks on the top and bottom of the sheath inflow port of the stopcock. Deionized water was injected to confirm leaking from these cracks. Removal of the handle cap to identify the source of the leak revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive sheath was placed in the left atrium over a protrack wire. Aspiration and flushing were performed without issue. A mapping catheter was inserted into the faradrive sheath, aspiration and flushing was conducted, and mapping was performed successfully. The mapping catheter was removed from the faradrive sheath. A farawave catheter was inserted into the faradrive sheath just beyond the rotating collar of the sheath. Aspiration was performed, however, continuous air bubbles appeared without resolve. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.